Event description:
During a ptca treatment procedure, the maverick2 monorail 15x2.5mm balloon ruptured at six atms on the first inflation. The lesion being treated was in the left anterior descending coronary artery. The physician used a 6f introducer sheath for vascular access, a 6f medtronic guide catheter and a .014" guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'